Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 06391, 0001825034 - 2018 - 06400, 0001825034 - 2018 - 06407. Remains implanted.

Event description:
It was reported a patient underwent initial right total knee arthroplasty 7 months post-implantation. Subsequently, the patient was hospitalization due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.